Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with external neurostimulator (ens) indications for urge incontinence. It was reported that they believes they may have pulled the lead a little bit last night. Patient was advice to contact with hcp. There issue was not resolved at the time of the report. No further patient complications are anticipated or expected as a result of this event.